Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A visual and microscopic examination was performed on the returned flextome monorail device. A visual examination of the balloon was completed, it was noted that there was no damage to the balloon. The balloon had been inflated and was not refolded. It is not known when the balloon was subjected to positive pressure. The returned device was attached to an encore inflation unit and positive pressure was applied in an attempt to inflate the balloon. The balloon failed to inflate because the polymer extrusion shaft was severely damaged and flattened approximately 45mm proximal of the guidewire port bond, which meant that the balloon lumen was blocked. When the polymer extrusion shaft was cut above the damage site the shaft flushed as expected. A microscopic examination of the balloon failed to identify a hole or damage to the balloon. A visual and tactile examination of the hypotube was completed. Multiple kinks were noted on the hypotube. A visual and tactile examination of the polymer extrusion shaft was completed. Severe damage and kinking was observed on the polymer extrusion shaft. All blades were intact and fully bonded to the balloon surface. No damage or any issues were noted with the blades that could have contributed to the complaint incident. No damage or any issues were noted with the tip or markerbands that could have contributed to the complaint incident. No other issues were identified during device analysis.

Event description:
It was reported that a balloon rupture occurred. The 85% stenosed,10mmx3.5mm diameter target lesion was located in the moderately tortuous and calcified left circumflex artery. A 10/3.50 flextome cutting balloon was selected for use. During procedure, the device was unable to expand in normal pressure inside patient. Subsequently, the balloon ruptured at 9 atmospheres outside patient body. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was stable.

Event description:
It was reported that a balloon rupture occurred. The 85% stenosed, 10mmx3.5mm diameter target lesion was located in the moderately tortuous and calcified left circumflex artery. A 10/3.50 flextome cutting balloon was selected for use. During procedure, the device was unable to expand in normal pressure inside patient. Subsequently, the balloon ruptured at 9 atmospheres outside patient body. The procedure was completed with another of the same device. There were no patient complications reported and the patient's condition was stable.